Manufacturer narrative:
.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient was reportedly experiencing no sound and no lock between the external equipment and the implant. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery is under consideration.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as a missing electrode ground ring. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt as well as a missing electrode ground ring. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained only at certain spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A CAPA was implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.